Manufacturer narrative:
(B)(4). Date sent: 10/16/2024 d4: batch # c9dr7y. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "it was stated that "device being locked on the tissue". Please clarify; how was the device removed from the tissue? Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? If structure was damaged, how was it repaired? Were any blood products given? If so, how much? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and eleven(11) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, upon first firing of clip ¿ the device would not release the clip. Leading to the device being locked on the tissue. A new device was opened and had no issues. Upon inspection the clip mechanism has been destroyed. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. Correction: h6. Medical device problem code. Additional information was requested and the following was obtained: "it was stated that "device being locked on the tissue". Please clarify; the device failed and was jammed on the tissue. The device had to be removed by force and then the device was jammed and could not be fired. How was the device removed from the tissue? The device was pulled off the tissue. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? The device was clogged after usage. It appears the clips jammed which prevented firing. If structure was damaged, how was it repaired? Were any blood products given? If so, how much? I don¿t believe any additional steps were required other than opening another clip applicator. Is the current patient status known? Yes patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No".